Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap unknown procedure, the firing knob was broken off at the 5th firing. After that, the firing was completed by moving forward the proximal end of the knob with a forceps. Reinforcement material was not used. There were no adverse consequences to the patient.